Event description:
The customer reported that after a venipuncture procedure, the needle failed to retract and when the phlebotomist removed the needle from the patient's arm, the patient jerked causing the needle to pierce the phlebotomist's glove. The phlebotomist went to the emergency room and received medication (lamizudine and indinavir sulfate). Blood work was also done and will be repeated at 3 and 6 months.

Manufacturer narrative:
A complaint history check was performed for the lot number provided and this is the first complaint recorded. The customer indicated that samples were available and will be returned. These have not been received to date. A thorough investigation of the reported condition has been initiated and is on-going.